Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive trichomonas vaginalis (tv) patient result was obtained using the bd max ctgctv assay. Testing was repeated on the same bd max instrument using the bd max vaginal panel, and all targets were negative. A recollection was also performed to confirm the results on both assays, which also resulted as negative for all targets. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported receiving a positive result when using ctgctv assay and a negative result using mvp assay for the same sample, same sample gets different results. Customer states they repeated the sample on both assays and the results were negative. A recollection was also performed to confirm the results for both assays which also resulted as negative. This complaint is unconfirmed as no problems were identified with instrument performance. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
D.2b. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive trichomonas vaginalis (tv) patient result was obtained using the bd max ctgctv assay. Testing was repeated on the same bd max instrument using the bd max vaginal panel, and all targets were negative. A recollection was also performed to confirm the results on both assays, which also resulted as negative for all targets. There was no report of patient impact.